Event description:
A 6f angio-seal evolution was selected for use on a patient taking prescribed anti-coagulants and aspirin. During the collagen compaction step, excessive tension was held on the device while compacting the collagen and the suture broke. Retroperitoneal bleeding was diagnosed via ultrasound and the patient was taken to the intensive care unit. The patient was given a transfusion of one unit and manual compression was applied. Hospitalization was extended with the patient in stable condition.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. Failure to maintain tension on the suture while compacting the collagen could cause collagen to enter the artery. Also erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage.